Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer's blood glucose was 390 mg/dl. Customer also reported receiving calibration error alarms with their sensor. Customer stated they were able to resolve the no delivery alarm with an infusion set change. The customer was advised to call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.